Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was not cutting and sealing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise #: (B)(4). Corrected section: h6 - device codes corrected to "failure to cut." The device was returned to the factory for evaluation on 15dec2020 and an investigation was conducted on 12feb2021. A visual inspection was conducted. Signs of clinical use was observed. Microscopic inspection was conducted. There was light amounts of blood observed on the heater wire of the harvesting device. The heater wire was observed to be bent and slightly flexed due to clinical use, remaining attached at the base and tip of the hot jaw. The silicone insulation was observed to be intact with no defects. No other visual defects were observed. The device was evaluated for electrical/cautery function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were cleaned of debris and gently cleaned with saline and gauze pad as indicated in the instructions for use. The device activated and transected tissue five (5) times with no cautery failure observed. A temperature and resistance test was conducted to evaluate the device function. The resistance value was measured at 0.671 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, the reported failure "failure to cut" is not confirmed. The lot # 25152284 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was not cutting and sealing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.